Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime.. Customer advised that they only have 3 reservoir and 5 infusion sets left. Customer was advised two replacement reservoirs would be sent out. Customer declined to send back the reservoir or the infusion set.